Event description:
It was reported that the patient was at 5.2 for amplitude and it was perfect. She started lifting hand wights and she had to change the amplitude setting. Over a week ago she decreased the settings and noticed a return of symptoms. The patient moved the amplitude to various locations and it still did not work. The patient was able to move the amplitude back up to 5.1 without discomfort. Further information is being requested from the hcp.